Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The report indicated that during ischemic vt (ventricular tachycardia) ablation procedure with a qdot micro¿ catheter, the patient experienced blood pressure drop, and a pericardial effusion was discovered with intracardiac echo treated with removal of ¾ liter of blood removed and drain left in place. The patient expired within a week after the procedure. During ischemic vt ablation, an impella device was placed at the beginning of the procedure for cardiac support. The physician was ablating in the lv (left ventricular) apex when it was noted that the patient's blood pressure was slowly dropping. A pericardial effusion was discovered using intracardiac echo. There was no spike in impedance or force readings prior to finding the effusion. A pericardiocentesis was performed and approximately "3/4 liter" of blood was removed. The pericardial drain was left in. The patient was transferred to ICU with the impella device in place for further monitoring. The physician stated that the patient had died "within the last week", but the day of death is unknown. The physician stated that the patient had extensive health issues, and that the family decided to discontinue medical treatment. Devices used for ablation included qdot, 8fr soundstar, large curve vizigo sheath, small curve vizigo sheath, carto 3, ngen, and josephen quad catheter. All catheters have been discarded and are not available for return. Non bwi devices used bayless transeptal needle and impella.